Event description:
Boston scientific received information that right ventricular (rv) impedance measurement noted a swing greater than 500 ohms. The measurements then returned to typical values. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.